Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had an impella cp placed to support the patient in inferior st-segment elevation myocardial infarction. While on support, the patient experienced ventricular fibrillation arrest after a stent and the patient received four rounds of CPR. Return of spontaneous circulation was achieved. The case continued. Care was withdrawn and the patient expired.